Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported the v60 fan is turning on and off when the battery is charging. The fan was replaced but the unit continues to exhibit the problem. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.